Manufacturer narrative:
Investigation summary: reviewed attached customer feedback form contraindications relevant to failure: error in surgical protocol - bone type iii visual: implant received in good used condition. Comments: implant meets all specifications. Date of inspection: 11/28/2017.

Event description:
Implant moved into sinus area, had to go to oral surgery to have it removed. Sinus perforation implant displaced.